Event description:
The customer reported non-reproducible troponin I (access accutni) results, for several patients, involving the access accutni assay used in conjunction with the access 2 immunoassay system. The customer stated one control, performed on the morning of this report date, produced a negative result of >0.1 ng/ml. The initial results for each sample were reported out of the laboratory and corrected results were issued. The customer was not aware of any impact to patients. There has been no report of patient consequence or change in patient treatment associated with this event. Subsequent testing of the patients' samples, through reflex testing, produced lower results within the same clinical category for patient #1 and within the normal reference range for patient #2. Additional testing of the patients' samples produced lower results within the normal reference range for both patients. All testing was performed on the original instrument. The laboratory uses a critical troponin I cutoff value of 0.49 ng/ml. The customer noted the serum sample did have a clot and re-centrifuged the sample prior to testing. The laboratory performs four levels of control every eight hours. Quality control (qc) was within range prior to and after the event, until the morning of this reported incident date. The customer discontinued analyzing patient samples after the failed negative control. The laboratory has automatic reflex conditions set up to retest any positive troponin I results. All subsequent re-analyses were performed in duplicate. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
There is no indication the alleged access accutni device was returned for evaluation. The field service engineer (fse) verified system hardware, and the customer had performed system check with excellent results. The fse performed high sensitivity (hs) system check and all test results passed within specification. No system hardware issues were noted. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, a definitive cause of the event could not be determined with the available information.